Manufacturer narrative:
Spectrum medical has determined this event to be reportable; however, the investigation is still pending.

Event description:
User reported heater cooler not reaching temperature appropriately. There was no patient harm; however, spectrum medical considers this event reportable.

Manufacturer narrative:
During the investigation, the reported fault was unable to be replicated. The unit was able to heat and cool as expected; however, due to the problem reported and the lack of available parts for unrelated maintenance, the unit was scrapped, preventing further use.

Event description:
User reported heater cooler not reaching temperature appropriately. There was no patient harm; however, spectrum medical considers this event reportable.

Manufacturer narrative:
Spectrum medical has determined this event to be reportable; however, the investigation is still pending. Follow up #1: device has since been returned; however, the results of the investigation are still pending its completion.

Event description:
User reported heater cooler not reaching temperature appropriately. There was no patient harm; however, spectrum medical considers this event reportable.

Manufacturer narrative:
Spectrum medical has determined this event to be reportable; however, the investigation is still pending. Follow up #1: device has since been returned; however, the results of the investigation are still pending its completion. Follow up #2: root cause determination is pending the completion of the investigation.

Event description:
User reported heater cooler not reaching temperature appropriately. There was no patient harm; however, spectrum medical considers this event reportable.

Event description:
User reported heater cooler not reaching temperature appropriately. There was no patient harm; however, spectrum medical considers this event reportable.

Manufacturer narrative:
Spectrum medical has determined this event to be reportable; however, the investigation is still pending. Follow up #1: device has since been returned; however, the results of the investigation are still pending its completion. Follow up #2: root cause determination is pending the completion of the investigation. Follow up #3: root cause determination is pending the completion of the investigation.